Manufacturer narrative:
(B)(4). Batch # n5479u. Additional information was requested and the following was obtained: just to confirm, when the staple line was incomplete, did the device fully fire but there were staples missing from the staple line? Or, did the device partially fire and stop (staple line and cut line approximately equal in length)? What was the product code of the cartridge (gst60t, ecr60d, etc.)? I'm sorry, but I do not have all of the answers to these questions. The analysis found that one pce60a device was returned in good visual condition and with one gst60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thoracic procedure the device fired however the staple line was incomplete. The device did cut. The condition of the staples that did deploy is unknown. There was no bleeding and a second like device was pulled and used to complete the procedure with no patient consequences reported.